Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: at the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection, therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. Initial actions (corrective and/or preventive) implemented by the manufacturer: the product needle trade name and batch were not reported, no CAPA is required.

Event description:
Spontaneous report, from (B)(6). Local reference#: (B)(4). Quality complaint was opened: reference#: (B)(4). This initial serious case report was received on 16-feb-2021 directly from the dentist via our collaborator. Course of events: this case occurred with a patient of age and gender unspecified and an unspecified medical history. On an unknown date, the dentist performed dental anesthesia with the suspect medical device, septodont needle for surgery (batch number and expiration date: unknown). No information provided regarding the dental needle size, technique of injection, tooth, area and state of injection site. During the administration, the dentist complained of breakage of needle leading to foreign body in the patient's mouth. Subsequently, the dentist performed a flap which permit her to collect the needle piece broken in the patient's mouth. No adverse event reported following this episode. No concomitant medication was reported. Outcome: at the time of this report, the patient's outcome was recovered. No more information was available. Causality assessment on 08-mar-2021, on initial information received on 16-feb-2021: seriousness: serious. Expectedness: needle issue: unexpected fr. Foreign body in mouth: unexpected fr. Causality: latency: compatible. Recognized association: no. Analysis: the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection, therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. The product needle trade name and batch were not reported, no CAPA is required. Dechallenge: na. Rechallenge: na. Concluded causality who: not assessable.

Manufacturer narrative:
Investigation: without batch number of the needle used during the procedure, no investigation is possible. Conclusion: without batch number of the needle used during the procedure, cause cannot be proven. IFU are listed in the notice to prevent a possible breakage of the needle. Corrective action: in the absence of a proven defect and without possibility of investigation, no corrective action can be proposed.

Event description:
Spontaneous report, from france. Local reference: #(B)(4). Quality complaint was opened: reference #(B)(4). This initial serious case report was received on 16-feb-2021 directly from the dentist via our collaborator and additional information received from quality department on 07-apr-2021. All reports were processed together. Course of events: this case occurred with a patient of age and gender unspecified and an unspecified medical history. On an unknown date, the dentist performed dental anesthesia with the suspect medical device, septodont needle for surgery (batch number and expiration date: unknown). No information provided regarding the dental needle size, technique of injection, tooth, area and state of injection site. During the administration, the dentist complained of breakage of needle leading to foreign body in the patient's mouth. Subsequently, the dentist performed a flap which permit her to collect the needle piece broken in the patient's mouth. No adverse event reported following this episode. No concomitant medication was reported. Without batch number of the needle used during the procedure, no investigation was possible. In the absence of a proven defect and without possibility of investigation, no corrective action can be proposed. Outcome: at the time of this report, the patient's outcome was recovered. No more information was available. Follow-up #1 received on 07-apr-2021: additional information provided regarding quality investigation results. Sender's comments causality assessment on 08-mar-2021 by (B)(6) , on initial information received on 16-feb-2021: causality reassessed on 09-apr-2021 by (B)(6) on additional information received on 07-apr-2021: causality assessment on 08-mar-2021, on initial information received on 16-feb-2021: a. Seriousness: serious. B. Expectedness: needle issue: unexpected fr. Foreign body in mouth: unexpected fr. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection, therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. The product needle trade name and batch were not reported, no CAPA is required. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not assessable.